Event description:
According to the available information, although the pump was working fine, it was riding too high and was therefore replaced and relocated.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.